Event description:
It was reported that syringe 10ml ll s/c 200 had leakage. Verbatim: complaint via email. Email(s) attached. Product code: 302995. Product description: syringe hypo 10cc l/l bx/100. Lot/serial #: unsure of specific lot affected as syringes pulled from supply cart that has multiple lots stocked. Expiry date: unknown. Problem information: product concern ticket number: (B)(4), date of incident: (B)(6) 2026, concern description: when injecting solution/medication under pressure with 10 ml syringe, the solution/medication came out the side of the syringe. Syringe had not been dropped and no visible damage to syringe. There were 2 incidents of this; (B)(6) 2026 w/ rocuronium. Occurrences: 2 each. Reporter information. Reporter name: x. Reporter position/department: x. Reporter phone:x. Reporter email: x. Site information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.